Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device failed to discharge. Complainant did not indicate there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.